Event description:
Leakge due to the needle retracting on its own during treatment. Unable to return the patient's blood (approximately 300-400ml of blood loss). Patient had loss of consciousness (syncope) and slow heart rate (bradycardia). Patient was given crystalloid fluids and oxygen adminstered. Samu first response contacted. 5 minutes after the incident, patient's vital signs were bp-200/162mmgh, tachycardia at 160 beats/minute, blood sugar 2/dl, saturation - 97%. First responders arrived, patient was already awake and placed under observation. ECG showed tachycardia.

Event description:
Leakge due to the needle retracting on its own during treatment. Unable to return the patient's blood (approximately 300-400ml of blood loss). Patient had loss of consciousness (syncope) and slow heart rate (bradycardia). Patient was given crystalloid fluids and oxygen adminstered. Samu first response contacted. 5 minutes after the incident, patient's vital signs were bp-200/162mmgh, tachycardia at 160 beats/minute, blood sugar 2/dl, saturation - 97%. First responders arrived, patient was already awake and placed under observation. ECG showed tachycardia.